Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers were failed. A field service engineer (fse) found no issues with the station and the drawers were functioning normally upon inspection. The customer confirmed didn't have any issues and all drawers were functional. The system functioned as intended after the field service engineer inspected the station.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.